Event description:
A hospital in (B)(6) reported to a distributor that each of the seven rt340 adult dual-heated evaqua breathing circuits that they received had a small hole. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: two of the seven complaint rt340 adult breathing circuits were returned to fisher & paykel healthcare in (B)(4) for inspection. The returned breathing circuits were visually inspected. Results: visual inspection revealed a hole in the dryline of the returned breathing circuits, confirming the reported fault. A lot check revealed five other complaints of this nature for lot number 120125. Conclusion: we are unable to determine the root cause of the fault observed. However, all breathing circuits are visually inspected and pressure tested for leaks prior to distribution. Any breathing circuit which does not pass these tests are discarded. The subject rt340 adult breathing circuits would have met the required specification at the time of production. This suggests that the affected breathing circuits were damaged post production. Our monitoring and trending of events involving broken or damaged drylines in adult breathing circuits has a rate of occurrence of (B)(4) devices per million sold worldwide in the last year to the end of march 2012.